Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had buttons hard to push and sometimes unresponsive. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump had no delivery alarm and scratches on screen. Customer also stated that the insulin pump was rejected new battery and it had unusual grinding noises and rainbow effect in screen. The device will not be returned for analysis.